Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging a battery charge issue with her onetouch verio iq meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on the afternoon of (B)(6) 2015 (time not provided). The patient stated that the subject meter did not turn on with the charger, inserting a test strip or pressing the power button. The patient manages her diabetes without diabetes medications. The patient confirmed that she followed her usual diabetes management routine in response to the alleged product issue. The patient claimed to have developed the symptom of "headache" 3-4 days after the alleged product issue began. The patient stated that she visited her doctor's office on (B)(6) 2015 at 9:00am, where she received hcp advice to continue to take tylenol and to speak with her pharmacist regarding getting a replacement meter. At the time of troubleshooting, the csr noted that the meter did not turn on when a new test strip was inserted, the patient was not able to perform a rapid recharge, the correct test strips were being used, the meter did not turn on when the power button was pressed, the subject meter was not being used for the first time, there was no indication of product misuse and the patient did not notice the battery indicator or message per labelling appear prior to meter not turning on. Replacement products were sent to the patient. Based on the information provided, this complaint is not being reported due to the following conclusions: there is no indication that the subject meter caused or contributed to a serious injury. The patient's symptom does not meet lifescan's criteria for a serious injury and there was no treatment for a severe high or low blood glucose excursion. The alleged product issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: correction. The final paragraph of the 3500a initial report incorrectly stated that the complaint would not be reported, even though the complaint was reported. The final paragraph should read as follows: based on the information provided, this complaint is being reported due to the following conclusions: there is no indication that the subject meter caused or contributed to a serious injury. The patient's symptom does not meet lifescan's criteria for a serious injury and there was no treatment for a severe high or low blood glucose excursion. The alleged product issue was not resolved with troubleshooting.